Event description:
Large holes have been found in nitrile exam gloves by cardinal health item# 88tn03m. Manufacturer response for exam glove, nitrile exam glove (per site reporter) emailed w rep on [redacted date]. He filed a complaint with cardinal health quality dept on [redacted date]. He is working directly with our materials site lead to coordinate return for investigation.